Event description:
On (B) (6) 2010, pt reported he was rushed to the hospital on (B) (6) 2010 after eating a banana spilt and not bolusing for it on (B) (6) 2010. Pt stated, he thought he could get away without bolusing and stayed up for about 1 hour after eating it. Pt reported, he passed out after getting up in the middle of the night to go to the bathroom and his wife called 911. Pt stated, his blood glucose reading had gone up to 850 mg/dl and he was kept in the hospital for 2 days. Pt was asked to take off his infusion device and placed on an insulin drip in the emergency room (ER) and then placed in the intensive care unit (ICU) overnight. Pt reported, the hospital staff requested he go back on his primary infusion device. Pt stated, they monitored his readings for 4 hours and released him on (B) (6) 2010. Pt reported, his readings are back to normal and are currently around 150 mg/dl. Submitted request for additional training. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.